Manufacturer narrative:
An event regarding mid-flexion instability involving a triathlon ps insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: the medical review indicated that the patient's knee was revised ostensibly for laxity caused by improper soft tissue balancing. Without further documentation it is not possible to comment on the precise cause for this problem. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced. Conclusions: based on the medical review, no operative report with findings at time of revision, or implant record were provided. It also indicated that the patient's knee was revised ostensibly for laxity caused by improper soft tissue balancing. The exact cause of the event could not be determined due to insufficient provision of information. Further information such as device return, dated x-rays and primary operative report are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Mid flexion instability. Right knee revision.

Event description:
Mid flexion instability. Right knee revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.